Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; needle holes in the needle chamber were noted. The position of the cam when valve was received was 120mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records for the valve, product code 82-3162 with lot crnbh2, showed an nc report when released to stock on the 9th december 2014, the nc report issue had no link to this complaint. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a followup-report will be submitted.

Manufacturer narrative:
UDI: unknown part number, UDI unavailable. Upon completion of the investigation, a follow up report will be filed.

Event description:
As reported by sales rep, a chpv was revised and replaced with another codman valve. More information pending.